Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided a guide wire and advancer assembly. The guide wire was kinked at 2 cm from j-tip at the distal end. The guide wire was found to be intact and within dimensional specifications. The guide wire was able to be inserted through the advancer assembly without difficulty. A device history record review was performed with no relevant findings. Since the guide wire is always inserted through another component such as an introducer needle, raulerson syringe or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in pediatrics, the guidewire kinked. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.